Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was fibrin in six(6) tubes. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination for factors related to fibrin and no issues were observed. Complaints for sample quality are under statistical control for the month of october 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was fibrin in six(6) tubes. There were no health impact or consequences reported.